Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient came into the hospital with a loose acetabular cup. Patient thinks she might have fell and hence the reason for loose cup. Doctor did a revision of right hip. He took out cup and head and replaced with new ones. Omi flex stem was stable and remained in place.